Event description:
It was reported the lead seemed to be oversensing noise. It was also reported the lead had been switched from biploar to unipolar sensing due to small qrs's in bipolar configuration. The lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead seemed to be oversensing noise. It was also reported the lead had been switched from biploar to unipolar sensing due to small qrs's in bipolar configuration. It was further reported that the lead exhibited undersensing and low impedance. The lead was capped and replaced. There were no patient complications reported as a result of this event.